Event description:
Consumer called to report experiencing a seizure. Emt was called and they advised her that the meter is not correct. Blood tests were different than what the emt meter read.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.